Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 03.010.475, lot: 8669734, manufacturing site: bettlach, release to warehouse date: 09.december 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6 investigation summary background: it was reported that on (B)(6) 2020 during an intramedullary femoral nailing system implantation, the tip of the driving cap broke off into the unknown insertion handle during implant insertion. All pieces were recovered. There was no surgical delay reported. The procedure was completed successfully. There was no patient consequence reported. Concomitant device reported: unknown insertion handle (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the driving cap (p/n: 03.010.475, lot #: 8669734) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken. The broken fragment was returned. There were scratches on the device but has no impact on the functionality of the device. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was performed on the returned device. The distal end was completely broken; hence the diameter of the broken fragment was measured. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Connector f/insertion handle f/pfna: se_369219, rev. C/b. Complaint confirmed the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the driving cap (p/n: 03.010.475, lot #: 8669734). There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that no backup device was needed to complete the surgery since the implant had already been inserted fully when the driving cap broke.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary femoral nailing system implantation on (B)(6) 2020, the tip of the driving cap broke off into the insertion handle during implant insertion. All pieces were recovered. The procedure was completed successfully with no reported delay. There was no patient consequence reported. Concomitant devices: insertion handle (part: unknown, lot: unknown, quantity: 1). This report is for a driving cap. This is report 1 of 1 for (B)(4).